Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitrectomy procedure, two of an ophthalmic backflush could not aspirate. Surgery was completed on the same day with same product and there was no patient harm.

Manufacturer narrative:
Additional information is provided in sections d.4, h.6 and h.11. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated it. The concerned instruments were not received at the investigation site for evaluation. Therefore, no further assessment is possible and the investigation is concluded without identifying the root cause. The concerned instruments were not received at the investigation site and not enough information was provided for further investigation. Therefore, the root cause for the customer complaint cannot be determined conclusively. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in section d.4. The manufacturer internal reference number is: (B)(4).